Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6(device). Added:h6. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient has experienced significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in blood stream, conscious pain and suffering, and loss of earnings. Bilateral: doi: (B)(6) 5009 - dor: (B)(6) 2012 (left side); doi: (B)(6) 2009- dor: none reported (right side). Update ad 27 jun 2018: wpc (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. In addition to what were previously alleged, ppf alleges loosening of cup, metal wear metallosis and elevated metal ions. Added age, dob, facility name, surgeon, lawyer and update product details. Added also cup for the loosening of cup and added stem for the alleged elevated metal ions. Doi: (B)(6) 2009 - dor: (B)(6) 2012 (right hip). Patient is bilateral please see (B)(4) for the left hip.